Event description:
It was reported that he reason for call was the manufacturer representative (rep) reported that the patient (pt) had transitioned to a new managing neurologist and moved over 6 months ago and in the move the patient lost their deep brain stimulation 37751 recharger and didn't do anything about it so now the patient's implant was in overdischarge. Rep said that they needed to order patient a new recharger to replace the lost recharger. Patient services collected rep's shipping info and emailed repair to send rep wireless recharger to replace pt's lost 37751 recharger. Rep said once they educated pt and gave pt the new wr they would get the patient out of overdischarge. No symptoms were reported. Additional information was received from the manufacturer's representative stating the plan is to see the patient within a week to resolve the overdischarge, but a date has not been sent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.